Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of atrial fibrillation and percutaneous mitral and tricuspid valve replacements. The membranous septum was unclear. Left ventricular outflow tract (lvot) calcification was observed. Fluoroscopy was performed; pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 27mm, non-abbott balloon. During the procedure, incomplete stent opening (iso) was noted but mitigated as per the established steps. The patient went into ventricular tachycardia during the second recapture. The valve was able to be implanted with two recaptures at a depth of 6mm on the non-coronary cusp (ncc) and 7mm on the left-coronary cusp (lcc). Post-implant, on echocardiogram (echo), moderate paravalvular leak (pvl) was noted. Final gradient was 11 mmhg. There was no clinically significant delay reported and on the following day, pvl remained unchanged. No conduction disturbances were noted; no interventions or prolonged hospitalization was reported. A follow-up evaluation was scheduled in four months to reassess the patient and better determine the prognosis of the observed pvl. The patient was discharged.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of atrial fibrillation and percutaneous mitral and tricuspid valve replacements. The membranous septum was unclear. Left ventricular outflow tract (lvot) calcification was observed. Fluoroscopy was performed; pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, incomplete stent opening (iso) was noted but mitigated as per the established steps. The patient went into ventricular tachycardia during the second recapture. The valve was able to be implanted with two recaptures at a depth of 6mm on the non-coronary cusp (ncc) and 7mm on the left-coronary cusp (lcc). Post-implant, on echocardiogram (echo), moderate paravalvular leak (pvl) was noted. Final gradient was 11 mmhg. There was no clinically significant delay reported and on the following day, pvl remained unchanged. No conduction disturbances were noted; no interventions or prolonged hospitalization was reported. A follow-up evaluation was scheduled in four months to reassess the patient and better determine the prognosis of the observed pvl. The patient was discharged.

Manufacturer narrative:
An event of paravalvular leak (pvl) and valve under expansion was reported. Information from the field indicated that calcification was present in the left ventricular outflow tract (lvot). The final implanted depth of the valve was 6 mm both on the ncc and 7mm on the left-coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of pvl could be due to procedural circumstances, however this cannot be determined. The cause of the reported non-uniform expansion could not be conclusively determined. It is possible patient condition (calcification presented) contributed to the reported event. However, this cannot be confirmed. Reported regurgitation appeared to be cascading effect of valve under expansion. The reported tachycardia appeared during the second recapture. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.